Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters adhesive was too strong and caused skin tears. The complainant alleged the patient noted to have skin breakdown on ventral penis upon removal of condom catheter. The wound care consult was placed. The condom catheter was removed. The facility was unsure if it was a bard product.

Event description:
It was reported that the catheters adhesive was too strong and caused skin tears. The complainant alleged the patient noted to have skin breakdown on ventral penis upon removal of condom catheter. The wound care consult was placed. The condom catheter was removed. The facility was unsure if it was a bard product.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not required due to the unknown product code. Therefore, bd was unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labelingwass found to be adequate based on past reviews.